Manufacturer narrative:
Insulin pump not in manufacture mode. Insulin pump passed the self test and displacement test. Hardware low level failures alarm, variable three, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. Insulin pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failures alarm. The customer's blood glucose was unknown at the time of the incident. Self- test was performed and hardware low level failures alarm occurred. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.